Event description:
A medtronic representative reported the surgeon alleged a 4mm inaccuracy during a navigus biopsy when using the tracked needle and a monteris auto lit wand. The surgeon was 4mm posterior to the target with both instruments. They re-set then locked the trajectory which enabled them to proceed and complete the cranial surgery with the user of the stealthstation. There was no impact on patient outcome. There were no further issues.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.